Manufacturer narrative:
Date rec'd from MFR: 30aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue has been resolved and the device now functions as intended. The touchscreen assembly was received for evaluation. The touchscreen was shattered when received for failure investigation. There was no additional testing required due to the damage. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.